Manufacturer narrative:
The patient was experiencing stiffness and reduced flexion. A CT scan did not identify any issues, the components were well fixed and in a good position. No cause could be identified. However, during the surgery on (B)(6) 2019 the surgeon noted and removed scar tissue. This notification is not a device related issue. A 14mm insert part number 193-708, saiph aps fixed tibial bearing yellow right size a, lot 201137, expiry date 2021-12-01 was inserted. The procedure was stated as being completed successfully and that the patient status was as expected. A review of part number 193-708, saiph aps fixed tibial bearing yellow right size a 14mm, lot 201137 expiry date 2021-12-01 did not identify any issues, no non-conforming product was released.

Event description:
A notification was received stating that a poly exchange had been performed. Matortho reference: (B)(4).